Event description:
The customer reported a leak of approximately 1 ml from the probe of the coulter ac*t diff analyzer and onto the counter. The customer stated that the instrument generated vacuum errors at the time of the event and noted that the vacuum isolation chamber (vic) was full. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered the vacuum isolation chamber (vic) full and not properly draining. The fse noted that solenoid valve vl15 was not functional and proceeded to replace the solenoid valve to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. (B)(4).